Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Reportedly, the customer used admelog insulin with the pump supplies. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer's blood glucose level was 293mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.